Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the right membrane switch, the coin battery, and the air inlet filter to correct the issue. The unit passed all tests, calibrations and was found to be operating within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator generated a loud noise with each delivered breath and had a low volume alarm. The device stopped cycling, the patient was manually ventilated, and was transferred to another ventilator without harm. The respiratory therapist unsuccessfully tried adjusting the settings. There is no report of death or serious injury associated with this event.